Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. While attempting to perform sensory and motor testing on the patient the stimulate knob was not functioning. When the sensory and motor tab was selected a steady green light displayed from the generator but when increasing the voltage there were no bars or voltage reading on the display. The procedure was cancelled and with no adverse patient consequences.

Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received. Ac power was applied to the rf generator and an unsuccessful power on self-test was executed. Impedance measurement displayed during initialization measured an open circuit ohms of resistance when the anticipated value is 500. Additional testing isolated the root cause of the reported issue to a stimulate printed circuit assembly (spca) that was not fully seated into the backplane. The spca was reseated and normal functionality was restored to the system. Sensory and stimulate outputs were measured and found to be within specified limits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a spca that was dislodged from the backplane.